Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the customer and prepared a technician to evaluate and repair the bed. The customer called back to hillrom technical support and cancelled the repair. The customer advised they moved wires around and the bed was now functioning as designed. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the hillrom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. The customer confirmed they moved wires around and the bed was now functioning as designed, but they were unable to identify exactly what action was taken to resolve the alleged issue. The customer requested to cancel the repair call. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the head of the bed was intermittently raising on its own. The bed was located at the customer's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).